Event description:
It was reported by the hospital me that check vent: data acquisition pcba adc failed and check vent: 3.3v supply failed alarms which were displayed as low-level alarms. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The hospital was instructed to replace the device. No medical intervention was provided to the patient, nor was a delay noted. The manufacturer's product support engineer (pse) sales representative evaluated the device and confirmed the reported problem. It was confirmed that the two alarms no longer occurred. The sales representative powered up the unit in the sales office then vent inoperative was displayed along with 100b watchdog test failed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone: (B)(6).

Manufacturer narrative:
The service engineer replaced motor controller (mc) board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.